Event description:
Procedure type: lobectomy. According to the reporter: oscillation occurred once again with next 2 cartridges (tristaple 60mm black), but only at the end of the activation as well as at the beginning of the knife retraction. Surgeon stopped using it. Age and weight are unknown. No patient injury. Medical intervention: overcast stitch on the aorta at the staple line. No tissue damage. Blood loss of more than 500 cc and a blood transfusion was necessary. No extra surgical time required. Nothing fell in the surgical cavity. No reinforcement material used. Patient current status is good. The device will be returned for investigation, but confirmed the adapter will unfortunately not be returned.

Manufacturer narrative:
(B)(4).